Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture shows a quantum unit with an e8 error displayed on the screen. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the operations service manual found the following warnings and precautions the wand is supplied sterile. The wand is intended for single use only. Do not clean, resterilize, or reuse the wand as this may result in product malfunction, failure, or patient injury, which may also expose the patient to the risk of transmitted infectious diseases. Please refer to the instructions for use associated with each wand type for specific information concerning wand use. Error - controller powered on with re-used wand - e8: wand error. The complaint was verified and the root cause could be associated to an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, there could have been a power surge to the controller which could have caused it turn on and off triggering the connected wand¿s single-use limit feature which could have caused an error code or reusing a previously connected wand. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, the quantum controller showed an e8 error alarm wand. The procedure was completed with a competitor device with no significant delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: g4, h2, h3, h6. The unit used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the rf12000, q2 controller s/n:qc0p0003fy warranty seal which is not broken and in its original condition. The manufacturing date of the controller is rev. R ¿ 2013-11-22. Both connectors on the front bezel were burnt(18pin) respectively mechanically scratched/worn; two of the setting nuts were found corroded; no visible manufacturing abnormalities were found; during functional evaluation the quantum 2 controller was powered on with a connected foot pedal device (p/n10863) and a test wand (p/n asha4830-01, lot#fn05520-a) and the message ¿press any button¿ appears; an error e-8 immediately was reported with with an acousical alarm sound and a red attention led; the failure message could not be reset; the complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.